Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned unmated from the hemostasis sheath and collagen was stuck in hub of the sheath. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The tamper tube was still within the carrier tube. The deployment sleeve of the device was in the initial forward lock position. The suture still intact, connecting the carrier tube and hemostasis sheath. The bypass tube was dislodged and located near the hub of device cap. A kink was observed on the proximal region of the carrier tube. No other visual anomalies were noted with the device. Manual tension was applied; however, was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck in the hemostatic valve. IFU states: b. Set the anchor. 1. Confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal¿ device at the bypass tube. Cradle the angio-seal¿ carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve." "2. Confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube was unable to be advanced into the sheath hub resulting in a kink on the carrier tube, and the anchor/collagen becoming stuck in the hemostatic valve of sheath hub; it is likely the cause of the issue could be not inserting the bypass tube all the way into the sheath hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used to close the puncture site at the end of the intervention. The introducer sheath (terumo, 7fr) and the wire was removed. As the user wanted to release the anchor, the anchor was released inside the sheath. Hemostasis was achieved by manual compression. There was no harm to the patient. Additional information was received on 14sep2020. The procedure performed for the patient prior to use of closure device was io intervention. The patient's condition was stable. There was no blood loss greater than 250 cc.